Event description:
The ge oec 2800 fluoroscopy system displayed an error code after the x-ray switch was activate. System will not x-ray.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced rotor pcb and ac/dc pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.